Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer went to the emergency room and was subsequently admitted to the ICU for a blood glucose over 500 mg/dl. Customer was given intravenous fluids and insulin to address the elevated blood glucose and the issue was resolved. Customer was released on (B)(6) 2021. Tandem technical support performed a system check and the pump is functioning as intended.